Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial/batch : (B)(6). Product family: scs-linear leads; upn: m365sc2218700; model: sc-2218-70; serial/batch : (B)(6).

Event description:
It was reported that the patient developed a severe headache after an implant procedure. The physician suspected a dural puncture as a wet tap had occurred during insertion of the thoracic leads. The physician decided to do a dural repair and remove both thoracic leads as one lead had migrated significantly (MFR. No. - 3006630150-2024-02087). No device malfunction was suspected.